Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00368 thru 3012447612-2018-00375.

Event description:
It was reported that six closure tops and two pedicle screws broke. Additional information was requested but has not been made available. This is report two of eight for this event.

Manufacturer narrative:
The closure top was returned for evaluation. The threads were confirmed to have fractured off in a manner consistent with cross-threading, however, no information was provided regarding the circumstances of the event so the cause cannot be conclusively determined. A review of the DHR did not identify any issues which would have contributed to this event.